Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. In particular, the physician reported that the atrial set-screw was not present in the atrial connector block.